Event description:
It was reported to medtronic neurosurgery that during the placement of a lumbar catheter, the tip of the catheter had allegedly broken off in the thecal sac of the lumbar spine area. It was reported that the physician stated that the sharpness of the needle used in the procedure may have contributed to the event. The catheter fragment was not removed from the patient.

Manufacturer narrative:
The device was unavailable for return. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. The instructions for use also caution that the catheter should never be withdrawn through the tuohy needle in order to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously. A review of the manufacturing records showed no anomalies.